Event description:
On (B) (6) 2010, a company representative reported that the patient reported elevated blood glucose readings due to a "crack in the end of the infusion set." On follow up with the patient, she stated that on (B) (6) 2010, she noticed her blood glucose was elevated up to 320 mg/dl. Her normal range is 80-105 mg/dl. Symptoms were thirst, fatigue and headaches. She treated her readings by bolusing insulin and then noticed her clothes were wet. She said she found a crack near the bottom of her insulin infusion set tubing where it connects to her infusion device. She discarded the infusion set at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.